Event description:
It was reported that the patient was experiencing more seizures lately and that the seizures had been lasting longer. The patient recently had presented to the ER and had three seizures. No data was present in the manufacturer's programming history database. No additional relevant information has been received to date.

Event description:
Follow up with the physician's office revealed that they brought the patient into the office the next day and interrogated the patient's vns. The battery was found to be at 25-50% and diagnostics were within normal limits. It was stated that the increase in seizure frequency and intensity was not related to vns and that there was no problem with the device.